Event description:
It was reported a spectrum pump was not recognizing a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The unit was received inoperable due to a constant "door not fully latched" messages. This was caused by failed upper aux (link switch). The upper aux was replaced.